Event description:
During service testing, the baxter repair technician reported that the device under delivered . There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
The reported condition of was confirmed. Inspection of the device found that the pump underdelivered due to a faulty pump head module (phm). Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-164, which was opened on july 28, 2005